Event description:
It was reported to philips that the system live monitor was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during the unknown diagnostic procedure. The procedure was completed as planned by restarting the system. The field service engineer (fse) visited the site and confirmed that the system live monitor was not working. Upon troubleshooting, the philips field service engineer (fse) went onsite, connected the reference monitor to the live monitor display card for fault isolation and found reference monitor displayed a black screen confirming a display card failure. To resolve the issue, the fse replaced the ippc. The defective part was sent for analysis, for ippc malfunction was observed and the failure was found to be unit malfunction. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.